Event description:
During routine testing of the device at the service center, the user reported the roller pump would intermittently cause the total volume dose on the cardioplegia monitor to increase by increments of 10,000. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.